Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4). "Started having symptoms over the weekend, no specific symptoms were reported."

Event description:
It was reported that the system was explanted. The patient "started having symptoms over the weekend," no specific symptoms were reported. The patient was seen the day prior to the date of this report and admitted to the hospital with a fluid pocket in this abdomen and the pump was protruding, the skin had opened and the edges of the pump could be seen. The pump and catheter were explanted on the day of this report. It was noted that there "wasn't any issues with the pump itself" and that the hospital was not going to return the device. The system was used to infuse prialt. Additional information has been requested, but was not available as of the date of this report.